Manufacturer narrative:
Investigation summary: a mz1000 sample was not available for investigation of this feedback; however the customer indicates that leakage was identified at the connection between the male luer component and a catheter. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20065387 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero device in the past 12 months.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: leak in the valve with blood and / or anesthetic reflux during use. Coupling with bad catheter, leading to leakage of the injected solution risk of overflow substance (anesthetic) to the subcutaneous tissue.